Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 200 d, part number 10140-200, serial number (B)(6) was involved in a patient incident while treating the patient for radiation proctitis. No information was provided regarding the accessories used or the equipment settings employed during the procedure. Per the report, there was a bang/popping noise and the patient visibly jumped as if he had received an electric shock. As a result, there was bleeding from the bowel. No further details were provided, and no information was conveyed to erbe as to how the patient's bleeding was remedied.

Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the information provided, no conclusive determination could be made as to what caused the patient incident. However, it appears combustible gases (e.g., methane and/or hydrogen with oxygen) were at such a concentration in the bowel that when diathermy was applied a small explosion occurred (note: as reported there was a bang/popping noise and the patient visibly jumped as if he had received an electric shock which resulted in bleeding.). There are warnings in the erbe apc user manual addressing this type of situation. Erbe USA, inc. Is now closing the file on this event.